Manufacturer narrative:
H3 - device evaluation: the lens was returned dry and with residue on the product in a microcentrifuge vial. Visual inspection found the haptic torn, deformed, and stretched out with foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(6). This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-16.0/2.0/92 (sphere/cylinder/sxis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The lens was removed and replaced within the same surgery due to lens tear/break during injection/delivery into the eye. There was no patient injury.